Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump repeatedly turning off. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 5/14/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the device keeps turning off¿ was unable to be confirmed or duplicated, and the cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive battery pin bushing adjustment was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.